Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, and fever. The patient was hospitalized for this event. The cause of the fungal peritonitis event was unknown. On an unknown date, the patient was treated with unknown antibiotics. While hospitalized, the patient's peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis therapy. On an unknown date, the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis event. At the time of this report, the patient was still performing hemodialysis therapy but was scheduled to go back on pd therapy. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The onset of the peritonitis was on an unknown date in (B)(6) 2014. The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).